Event description:
This case was reported by a consumer and described the occurrence of peripheral neuropathy in a (B)(6) male pt who received super poligrip original denture adhesive cream (B)(4) and super poligrip extra care with poliseal (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream. At an unk time after starting super poligrip original denture adhesive cream, the pt experienced gagging and dysgeusia. The pt subsequently switched to super poligrip extra care with poliseal and experienced peripheral neuropathy. Treatment with super poligrip extra care with poliseal was continued. At the time of reporting, the events were unresolved. Follow-up info was received on (B)(6) 2010 via the pt, which upgraded the report to serious. The pt reported that he started using super poligrip in the early 1990's (date unspecified). The pt stated that he uses the product in the morning on his top and bottom dentures, then reapplies the product to his bottom dentures around the middle of the afternoon. The pt was diagnosed with neuropathy on an unspecified date between 1997 and 1998. The pt reported that he had his left great toe and part of his foot amputated in 2002 (date unspecified) due to neuropathy. The pt also reported that he had a heart attack and a defibrillator placed on an unspecified date(s) in 2008. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The pt reported that he presently is on the following medications: norvasc 5 mg once daily, toprol 50 mg once daily, lipitor 20 mg once daily, coumadin 7 mg at half a pill on monday, wednesday and friday, and then a whole pill on tuesday, thursday, saturday and sunday. "Amodine" 10 mg once daily, potassium 100 mg once daily, metformin 1000 mg once daily, zestril 50 mg once daily and a baby aspirin once daily.

Manufacturer narrative:
Manufacturer's comment: super poligrip is manufactured in (B)(4). The lot number for super poligrip original is available, while the lot number for super poligrip extra care is unavailable. It is unk whether or not the products will be returned for quality assurance testing. (B)(4). Additional lot#: unk.